Event description:
It was reported that the patient presented with shortness of breath, dizziness, chest tightness, and palpitations. Ultrasound revealed pericardial effusion with cardiac temponade. Pericardiocentesis was performed without complication. After pericardial drain and echocardiogram, there was trivial effusion with no evidence of perforation. The patient was hospitalized for two days and discharged.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.